Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8110 failing plunger force accuracy test. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue - logic board. A review of the device history record showed the device had a manufacture date of 17mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance for plunger force accuracy test. The tech recommended replacing the force sensor board, housing assembly and the logic board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device failed preventive maintenance for plunger force accuracy test. The tech recommended replacing the force sensor board, housing assembly and the logic board. There was no patient involvement.